Manufacturer narrative:
(B)(6).

Event description:
Information was received that the flange of a patient's smiths medical portex blue line uncuffed tracheostomy tube tore where the "flange passed the neck tape". The tear was noted to have raised the tracheostomy tube from its original position. No clinical consequences to the patient were reported.